Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("uterine menstrual hemorrhaging") and dysmenorrhoea ("dysmenorrhea (cramping)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, carpal tunnel syndrome, fibromyalgia and migraine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, other relevant history, lab data, product information and events - dysmenorrhea (cramping) was added. Previously reported "infection" was specified as : infection bladder, urinary tract infection and vaginal infection. She underwent a total hysterectomy and bilateral salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"), abortion spontaneous ("miscarriage") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, carpal tunnel syndrome, fibromyalgia, migraine, gravida ii, parity 3 ((B)(6) 2007; (B)(6) 2011; (B)(6) 2013) and fibromyalgia. Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2017, hydrocodone from (B)(6) 2015 to (B)(6) 2017, naproxen from (B)(6) 2015 to (B)(6) 2017, nitrofurantoin and paracetamol (acetaminophen). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On(B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"), depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 1 year 5 months after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with metronidazole and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the depression, anxiety and vaginal haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2013 , (B)(6) 2014. Date of explant: (B)(6) 2017, (B)(6) 2018. The plaintiff experience three previous pregnancy episode with essure in 2014 , 2015 and 2016 which is captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received. Events: pregnancy(stillbirth or miscarriage), device ineffective, dyspareunia (painful sexual intercourse), fatigue, abdominal pain, lower back pain were added. Medical history, concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, carpal tunnel syndrome, fibromyalgia, migraine, multigravida, parity 3 ((B)(6) 2007; (B)(6) 2011; (B)(6) 2013), fibromyalgia, pregnancy with contraceptive device (2014,2015,2016) and spontaneous abortion (2014,2015,2016). Concomitant products included cyclobenzaprine from 8-dec-2015 to 22-aug-2017, hydrocodone from 8-dec-2015 to 22-aug-2017, naproxen from 8-dec-2015 to 22-aug-2017, nitrofurantoin and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 1 year 5 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abortion spontaneous ("miscarriage"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"). In (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with metronidazole and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection had resolved, the dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2013 , (B)(6)2014,(B)(6) 2013. Date of explant: (B)(6) 2017 ,(B)(6) 2018. The plaintiff experience four previous pregnancy episode with essure in 2014 , 2015, 2016 and 2017 which is captured under case 2019-026936 , 2019-026937 , 2019-026938 and 2017-187734. She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : event outcome for pelvic pain female, vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, vaginal infection was updated to recovered. Rcc added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)') and abortion spontaneous ('miscarriage') in a 29-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, carpal tunnel syndrome, fibromyalgia, migraine, multigravida, parity 3 ((B)(6)2007; (B)(6)2011; (B)(6)2013), fibromyalgia, pregnancy with contraceptive device (2014,2015,2016) and spontaneous abortion (2014,2015,2016). Concomitant products included cyclobenzaprine from (B)(6)2015 to (B)(6)2017, hydrocodone from (B)(6)2015 to (B)(6)2017, naproxen from (B)(6)2015 to (B)(6)2017, nitrofurantoin and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In june 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced fatigue ("fatigue"), 1 year 5 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"), depression ("depression") and anxiety ("mental anguish"). In (B)(6)2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"). In (B)(6)2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with metronidazole and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection had resolved, the dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6)2013 , (B)(6)2014. Date of explant: (B)(6)2017 ,(B)(6)2018. The plaintiff experience four previous pregnancy episode with essure in 2014 , 2015, 2016 and 2017 which is captured under case (B)(4). She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left corn us have embedded coiled metallic wires'), pelvic pain ('severe pelvic pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)') and abortion spontaneous ('miscarriage') in a 29-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, carpal tunnel syndrome, fibromyalgia, migraine, multigravida, parity 3 ((B)(6) 2007; (B)(6) 2011; (B)(6) 2013), fibromyalgia, pregnancy with contraceptive device (2014, 2015, 2016), spontaneous abortion (2014, 2015, 2016), menometrorrhagia, pelvic pain female, drug abuse, tobacco abuse, bacterial vaginosis, pelvic adhesions, nausea and yeast infection. Previously administered products included for an unreported indication: motrin and naprosyn. Family history included cancer. Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2017, hydrocodone from (B)(6) 2015 to (B)(6) 2017, naproxen from (B)(6) 2015 to (B)(6) 2017, nitrofurantoin and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 1 year 5 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"). In (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with metronidazole and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection had resolved and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2013 , (B)(6) 2014, (B)(6) 2013, (B)(6) 2013. Date of explant: (B)(6) 2017 ,(B)(6) 2018. The plaintiff experience four previous pregnancy episode with essure in 2014 , 2015, 2016 and 2017 which is captured under case (B)(4). She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: event added- the right and left cornus have embedded coiled metallic wires added and made medically significant and intervention required due to surgery. Medical history, historical drug, family history, auto narrative and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, carpal tunnel syndrome, fibromyalgia and migraine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection") and vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with metronidazole, surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection outcome was unknown and the depression, anxiety and vaginal haemorrhage had not resolved. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received, events added: depression, mental anguish, abnormal bleeding (vaginal), treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left corn us have embedded coiled metallic wires'), pelvic pain ('severe pelvic pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), heavy menstrual bleeding ('uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)') and abortion spontaneous ('miscarriage') in a 29-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, carpal tunnel syndrome, fibromyalgia, migraine, multigravida, parity 3 ((B)(6)2007; (B)(6)2011; (B)(6)2013), fibromyalgia, pregnancy with contraceptive device (2014,2015,2016), spontaneous abortion (2014,2015,2016), menometrorrhagia, pelvic pain female, drug abuse, tobacco abuse, bacterial vaginosis, pelvic adhesions, nausea and yeast infection. Previously administered products included for an unreported indication: motrin and naprosyn. Family history included cancer. Concomitant products included cyclobenzaprine from (B)(6)-2015 to (B)(6)2017, hydrocodone from (B)(6)2015 to (B)(6)2017, naproxen from (B)(6)2015 to (B)(6)2017, nitrofurantoin and paracetamol (acetaminophen). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced fatigue ("fatigue"), 1 year 5 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"). In (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with metronidazole and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 3(B)(6)2018. At the time of the report, the embedded device, dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection had resolved and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6)2013 , (B)(6) 2014, (B)(6) 2013, (B)(6) 2013. Date of explant: (B)(6)2017, (B)(6)2018. The plaintiff experience four previous pregnancy episode with essure in 2014 , 2015, 2016 and 2017 which is captured under case (B)(4). She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: embedded device batch no b30421 manufacturing date: 2013-05 expiration date 2016-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 1-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"), abortion spontaneous ("miscarriage") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 29-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, carpal tunnel syndrome, fibromyalgia, migraine, multigravida, parity 3 ((B)(6) 2007; (B)(6) 2011; (B)(6) 2013), fibromyalgia, pregnancy with contraceptive device (2014,2015,2016) and spontaneous abortion (2014,2015,2016). Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2017, hydrocodone from (B)(6) 2015 to (B)(6) 2017, naproxen from (B)(6) 2015 to (B)(6) 2017, nitrofurantoin and paracetamol (acetaminophen). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 1 year 5 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"), depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with metronidazole and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the depression, anxiety and vaginal haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2013, (B)(6) 2014,(B)(6) 2013. Date of explant: (B)(6) 2017,(B)(6) 2018. The plaintiff experience four previous pregnancy episode with essure in 2014 , 2015, 2016 and 2017 which is captured under case (B)(4), (B)(4), (B)(4) and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)14: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-may-2019: reporter information and lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"), abortion spontaneous ("miscarriage") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 29-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, carpal tunnel syndrome, fibromyalgia, migraine, multigravida, parity 3 ((B)(6) 2007; (B)(6) 2011; (B)(6) 2013), fibromyalgia, pregnancy with contraceptive device (2014,2015,2016) and spontaneous abortion (2014,2015,2016). Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2017, hydrocodone from (B)(6) 2015 to (B)(6) 2017, naproxen from (B)(6) 2015 to (B)(6) 2017, nitrofurantoin and paracetamol (acetaminophen). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 1 year 5 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"), depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with metronidazole and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the depression, anxiety and vaginal haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2013, (B)(6) 2014,(B)(6) 2013. Date of explant: (B)(6) 2017,(B)(6) 2018. The plaintiff experience four previous pregnancy episode with essure in 2014 , 2015, 2016 and 2017 which is captured under case (B)(4), (B)(4), (B)(4) and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-may-2019: reporter information and lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"), abortion spontaneous ("miscarriage") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 29-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, carpal tunnel syndrome, fibromyalgia, migraine, multigravida, parity 3 ((B)(6) 2007; (B)(6) 2011; (B)(6) 2013), fibromyalgia, pregnancy with contraceptive device (2014,2015,2016) and spontaneous abortion (2014,2015,2016). Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2017, hydrocodone from (B)(6) 2015 to (B)(6) 2017, naproxen from (B)(6) 2015 to (B)(6) 2017, nitrofurantoin and paracetamol (acetaminophen). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On 1-(B)(6) 2015, the patient experienced fatigue ("fatigue"), 1 year 5 months after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"), depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with metronidazole and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the depression, anxiety and vaginal haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2013 , (B)(6)2014, (B)(6) 2013 date of explant: (B)(6) 2017 ,(B)(6) 2018. The plaintiff experience four previous pregnancy episode with essure in 2014 , 2015, 2016 and 2017 which is captured under cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('uterine menstrual hemorrhaging/abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, carpal tunnel syndrome, fibromyalgia, migraine, multigravida, parity 3 (B)(6) 2007; (B)(6) 2011; (B)(6) 2013), fibromyalgia, pregnancy with contraceptive device (2014,2015,2016) and spontaneous abortion (2014,2015,2016). Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2017, hydrocodone from 8-dec-2015 to (B)(6) 2017, naproxen from (B)(6) 2015 to (B)(6) 2017, nitrofurantoin and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In june 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 1 year 5 months after insertion of essure. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal"), depression ("depression") and anxiety ("mental anguish"). In december 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In january 2017, the patient experienced abortion spontaneous ("miscarriage"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"). In august 2017, the patient experienced cystitis ("infection bladder") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with metronidazole and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection had resolved, the dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2013 , (B)(6) 2014, (B)(6)2013 date of explant: (B)(6) 2017 ,(B)(6) 2018. The plaintiff experience four previous pregnancy episode with essure in 2014 , 2015, 2016 and 2017 which is captured under case (B)(4). She had received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : event outcome for pelvic pain female, vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, vaginal infection was updated to recovered. Rcc added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.